Event description:
It was reported that the customer was receiving multiple no delivery alarms and will change out the infusion set. Customer will call the helpline if it continues. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.